Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a week post implant, the patient's spouse called and stated that the patient's implantable cardioverter defibrillator (ICD) was not working. The ICD remains in use. No patient complications have been reported as a result of this event.